Event description:
This case was reported by a consumer, and described the occurrence of neuropathy in a female pt, who received corega (super poligrip free denture adhesive crea) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started corega (dental). At an unk time after starting corega, the pt experienced neuropathy. This case was assessed as medically serious by facility. Treatment with corega was discontinued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in another country. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing.